Event description:
A surgeon reported a pt experiencing blurry vision and dry eyes following bilateral intraocular lens (iol) implant surgery. The surgeon noted the pt had two blepharoplasty procedures performed in the past and now has lagophthalmos. The surgeon reported the pt had a pre-existing dry eye condition. The pt was being treated with medications. In a f/u, the surgeon reported the event continues. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/14/2009, 08/18/2009, and 09/08/2009 by phone, fax, and mail. A completed questionnaire was received on 09/02/2009. Medical records were received on 08/19/2009. This report was mailed to the FDA on: 09/17/2009.